Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the remote home monitor showed an alert that it was not able to continue to monitor the implantable cardioverter defibrillator (ICD) due to limited battery capacity and that device therapy and diagnostics may be limited. A code 1007 was displayed. Boston scientific technical services (ts) was consulted and discussed that the code indicates the shocking capacitors are not charged to the programmed voltage 45 seconds after the start of charging. Ts noted it is expected if the device started to charge during magnetic resonance imaging (MRI) exposure. Additional information was received that the patient had not had exposure to a MRI. The field representative interrogated the device and found it had reached battery capacity depleted and was set to pace and sense in the right ventricle only at 50 paces per minute. The field representative noted she performed multiple capacitor reformations that did not change the battery status. Five days later the patient was admitted to the hospital where they were unable to interrogate the ICD with a remote interrogation device, it was noted that tachycardia therapy had been programmed off. The patient was admitted for a replacement procedure. The ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection noted no anomalies. The case was bulged just under the high voltage capacitors. All setscrews operated normally. A review of the device memory confirmed a fault, recorded on (B)(6) 2018, due to the charge time limit having been exceeded. The device case was removed in order to facilitate inspection of the internal components. Visual inspection noted swelling and separation of the high voltage capacitor. This capacitor was removed and detailed analysis identified arcing damage within it. Due to the damage, the root cause for the arcing could not be determined. This damage resulted in the observed long charge times.